Event description:
It was reported that, "pt had a total knee replacement on (B)(6), 2008 due to osteoarthritis. Ever since the surgery she has experienced severe pain and has to walk with a walker or a cane. Upon walking the pt loses her balance and has fallen on a number of occasions and was injured. She has developed sciatic nerve damage, frozen ankle, foot drop and can only bend to an 80 deg position. She has attended aqua therapy, physical therapy for two and a half years, pain management and several orthopedic surgeons. She is on her third brace and wears sport socks. Nothing helps the issues she has been experiencing."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.